Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall and resulted in a possible tamponade. The patient was hospitalized and a lead revision procedure was performed. The lead was successfully repositioned with no need for a pericardiocentesis. No additional adverse patient effects were reported. This product remains implanted and in service.